Manufacturer narrative:
Product complaint #: (B)(4). The following additional information was requested and obtained: what date did the reaction occur post op? Unknown. What prep was used prior to, during or after prineo use? Unknown. Please describe how the adhesive was applied to the tape? The surgeon is used to the product and knows the correct technique. Was a dressing placed over the incision? If so, what type of cover dressing used? No, only dermabond prineo. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Were any patch or sensitivity tests performed? No. What is the physicians opinion of the contributing factors to the reaction? He thinks is the mesh, he didn't have problems with dermabond alone. Patient demographics: initials / ID; age or date of birth; bmi; gender female, around (B)(6). Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unknown. If female patient, was the patient exposed to similar products, such as artificial nails? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown elective plastic surgery procedure in 2019 and topical skin adhesive was used. The patient had a skin reaction with rash and a blister.